Event description:
It was reported to boston scientific corporation that a bronchoscopy procedure was performed in 2007, using an rx cytology brush. During the procedure the sheath pulled away from the handle. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device was received in the original pouch with label in a ziploc bag. Residue observed on device indicates it was used. Device does not function due to extensive sheath damage. Brush can be retracted in the sheath but cannot be extended. The sheath and strain relief have been pulled free from the handle of the device. The wire is kinked 138 mm from the tip of the brush. The last 20 mm of the tip of the sheath is kinked in several spots. Customer complaint is confirmed. The cause of the damage is unknown. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.